Event description:
It was reported that the lead exhibited noise and impedance greater than 3000 ohms. An insulation anomaly was noted at explant. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.